Event description:
On (B)(6) 2018, the pt had an IV running with lr and pcn. Her pcn IV line malfunctioned. The line came out of the screw in part that was connected to pt. Her medication was dripping on the floor and blood was backing up the other tubing.